Event description:
It was reported that during a follow up, increased threshold was observed. Externalized conductors were noted via fluoroscopy. Lead was capped and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.